Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator.

Event description:
Diamond, a., shahed, j., azher, s., dat-vuong, k., jankovic, j. Globus pallidus deep brain stimulation in dystonia. Movement disorders. 2006. 21: 5 (692-695). Summary: globus pallidus deep brain stimulation (gpi-dbs) is a useful alternative in the treatment of dystonia. Reported event: 1 patient with globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia developed a skin infection and skin erosion requiring surgical debridement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.